Manufacturer narrative:
Additional information was added to a2, b5, h4, h6, and h11. A2: the patient was pediatric. B5: the location of the leak was further described as where the "tubing attaches to port". H4: the lot was manufactured in february 2024. H11: the actual device was discarded; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity and leak tested under water with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type catheter extension set leaked an unspecified intravenous antibiotic during patient infusion. The issue was further described as, the leak occurred at the point 'where the bung is attached to the rest of the set'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. A visual inspection was performed, and it was noted that the luer was cracked. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.